Event description:
It was reported that the implantable cardioverter defibrillator (ICD) the device was unable to be interrogated due to a telemetry issue. It was still sealed in the package. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) the device was unable to be interrogated due to a telemetry issue. It was still sealed in the package. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis confirmed the cause of no telemetry was narrowed down to a faulty radio frequency module related to the voltage controlled oscillator (vco) fine frequency trim failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.